Manufacturer narrative:
Date of report: (B)(6) 2021. Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
The customer called into technical support (ts) reporting that the device is displaying led alarm failure. The customer reported there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
B4:17sep2021. There was no patient harm reported. The bench repair technician evaluated the device and confirmed the reported problem. The bench repair technician confirmed that the battery is over 5 years old and has a dirty air filter. Per the philips service manual, the battery requires replacement every 5 years, and the air inlet filter should be inspected and replaced at regular intervals to ensure proper system performance. The bench repair technician replaced the battery due to its age and the air inlet filter since it was dirty. Both of these replacements are aligned to the periodic maintenance procedure. It was also observed that the device had a defective navigation ring, which detects erratically. The front bezel was also replaced to resolve the reported problem. The device passed the required performance verification tests per philips standards.